Manufacturer narrative:
Returned product analysis revealed the core wire was twisted and fractured. The fracture was apparently caused by torsional force placed on the guide wire.

Event description:
The distal portion of the wire fractured while being retracted after post stent dilatation. The distal portion was recovered from the pt. Pt status is listed as "ok".